Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material remained at adhesive on the rubber due to reprocessing not completed leading to water leakage at switch 3. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif-1100 operation manual 3.3 inspection of the endoscope shows how to detect the event. Instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation reveal the following findings: due to a cut on switch #3, water tightness was lost, old design suction-stoppers, due to a crack on c-cover, insulation resistance value at distal end did not meet the standard value, low angulation, knob reduced play, connector-cover had a burn, connecting tube coating was peeling, universal cord coating was peeling, objective lens had a scratch, and the light guide lens had a scratch. The following device components were observed to have discoloration: suction-cylinder, right/left knob, up/down knob, scope cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing, the air/water flow system on the gastrointestinal videoscope had air flow outlet issues near the operating buttons. During testing and inspection of the returned device, the adhesive of the bending section cover had foreign matter attached, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.